Event description:
Customer reported she was hospitalized due to having a gas pacemaker. She stated she has been experiencing high blood glucose was 200 mg/dl. Symptom was tired, but stated she was on other medication. Customer stated when her blood glucose was over 300 mg/dl, treated with manual injections. Customer was called back on to get clarification on hospitalization. Customer stated she was having battery cap issues and has been going to the hospital for blood glucose over 600 mg/dl. Customer stated she was hospitalized because of her gastric pacemaker but not for blood glucose issues. Customer didn't have time to troubleshoot for high blood glucose. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.